Event description:
During prep, the ice catheter would not register on the console. The ice catheter was not used; there was no harm to the patient. Manufacturer response for intracardiac catheter, verisight pro ice catheter, intracardiac and intra-luminal visualization (per site reporter).